Event description:
The service report shows that while performing preventive maintenance on the device, the nellcor puritan-bennett customer support engineer (cse) found the exhalation filter heater to be nonfunctional. The cse inspected the device and replaced the filter heater assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.